Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40s mg/dl); cause was not known. Juice was consumed to address low bg. Tandem technical support reviewed the pump data and no issues were identified with the pump delivery basal or bolus insulin. Customer acknowledged information. Recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 40 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2018. Prior to the low bg values recorded, the user delivered a 1 unit bolus at (B)(6)pm and a 2 unit bolus approximately an hour and a half later. It is possible the user over corrected. Bg of 40 mg/dl was recorded by cgm on (B)(6)2018 and the user entered a bg value of 42 mg/dl into the pump. A 0.39 unit bolus was delivered by the user at (B)(6)am. At (B)(6)am the basal rate changed from 0.4 units per hour to 0.85 units per hour based on the time segment setting. The user¿s cgm values continued to trend downward until the user¿s bgs dropped below target. The user then set a temporary basal rate of 50%. Bg of 40 mg/dl was recorded by cgm on (B)(6)2018 and the user entered a bg value of 49 mg/dl into the pump. The user delivered a 1.05 unit correction bolus for a bg of 294 mg/dl at approximately (B)(6)am on (B)(6)2018 and the user¿s cgm reading returned to target. At (B)(6)am the basal rate changed from 0.4 units per hour to 0.85 units per hour based on the time segment setting. The user¿s cgm values continued to trend downward until the user¿s bgs dropped below target. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.